Event description:
It was reported that when the surgeon closed the skull, he used the matrix neuro system and inserted the last screw into the patient skull and the screw head broke. The surgeon removed the broken shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard (B)(4). With the available fragment and information, we are not able to determine the exact reason for the breakage. We assume that too high applied torsional force, well beyond its calculated design may have caused the breakage. Placeholder.